Event description:
A surgeon reported eight pts experiencing refractive surprise following intraocular lens (iol) implant surgery. Medical records were received which indicated that this pt was implanted bilaterally. In a follow-up, in the surgeon's opinion, it is unk if device caused/contributed to the event. The event continues and there were no medical or surgical intervention performed. There are ten medical device reports associated with this event. This report is for the fifth patient, right eye. (The report for the left eye has been filed under MFR report #1119421-2010-01213.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/28/2010 and 11/10/2010 by phone, fax, and mail. Medical records were received on 10/22/2010. A completed questionnaire was received on 11/16/2010. (B)(4).